Event description:
It was reported that loss of capture was observed on the right ventricular (rv) lead. An echocardiography was performed and revealed a small perforation into the left ventricle. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. A visual inspection revealed the helix was bent and clogged with blood and tissue. The helix mechanism test was unable to be performed due to the condition of the lead as received. A stiffness test was performed, and the results were within required specification. The reported event of failure to capture was not confirmed. Electrical testing revealed no indication of conductor fractures or internal shorts. A visual and x-ray examination revealed no anomalies except for procedural damage.